Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-0583212. Investigation is complete. This report is being submitted as an initial final report. Product review of the meshgraft ii serial number 10362 by zimmer biomet (B)(6) on (B)(6) 2020 revealed the mesher cannot properly mesh. Repair of the device was performed by zimmer biomet japan on 4 march 2020 which included replacement of the following: cutter kit. The device, serial number 10362, was then tested and functioned properly. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the mesher needed repair for unknown reason. No further information provided. Event occurred during kit inspection. At product evaluation investigation it was found that the device would not mesh properly. No adverse events were reported as a result of this malfunction.